Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one suture-needle combination in a winding former with a paper cover pertain to the product code vcp1358h. A visual inspection was conducted on the returned product. It was noted that the needle-suture combination was not been dispensed. A flocculent object was attached to the needle. Additionally, photo was provided and it showed a needle with a foreign matter attached and a winding former with a paper cover, and the actual received sample is consistent with the photo provided. Based on the information currently available, the foreign matter attached to the needle was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that there was floccule found on the needle body, please refer to returned product. Changed another one to complete the surgery. There is no patient consequences reported. Additional information was requested.